Event description:
It was reported that a review of this pacemaker was requested. Technical services (ts) evaluated the device data and noted intermittent undersensing on the right ventricular (rv) channel. The undersensing appeared to be a result of fusion beats. The device sensing parameters were reprogrammed and further recommendations were made should the fusion beats persist. This device remains in service. No adverse patient effects were reported.